Event description:
It was reported the patient went to the emergency room (ER) due to high blood glucose (bg) levels reaching 500 mg/dl. The omnipod personal diabetes manager (pdm) would not turn on and the battery would not hold charge. Symptoms reported include feeling lightheaded and vomiting. At the hospital, the patient was placed on intravenous therapy of fluids and insulin. The patient was diagnosed with gastroparesis and was released the next day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.